Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 65 year old female patient presenting for impella support for acute myocardial infarction and cardiogenic shock. During support, the physician discovered blood leaking from the impella. The leak was addressed with surgical tape. Although the pump was subsequently switched out for a new one, the patient ultimately expired after enduring a "significant bleed" from a cannulation site on the patient's aorta. The blood leak from the initial impella was alleged as a contributing factor to the patient's death.